Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had saline spilled in it and would not start. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed the saline spillage on the power management board (pmb). All boards were checked for contamination and none was found. The power supply was removed and checked for damage, none was found. The pmb was replaced. The stm cleaned saline residue from the chassis and battery as well. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had saline spilled in it and would not start. There was no patient involvement, and no adverse event reported.